Event description:
Acromion fracture detected 5 months after the primary procedure. No revision surgery planned; physiotherapy only.

Manufacturer narrative:
Batch review performed on 02 mar 2026. Reverse shoulder system 04.01.0152 glenoid baseplate - d 24.5x25 (k170452) lot: 2508597: (B)(4) items manufactured and released on 07-jul-2025. Expiration date: 2030-jun-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0169 glenosphere - d 36x24.5 (k170452) lot: 2508854: (B)(4) items manufactured and released on 23-jul-2025. Expiration date: 2030-jul-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs department. Revision about 5 months after the primary due to a fractured acromium and it is unknown how this occured. The fracture may have happened due to lateralization of the prosthesis, as no traumatic event has been reported, but we have no sufficient data to exclude it. There is no reason to suspect a malfunctioning device. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.